Event description:
It was reported a post implant x-ray showed pneumothorax, noted to be related to the procedure. The patient oxygen saturation was 99%, on 10 liters of oxygen therapy. No further patient complications have been reported.